Manufacturer narrative:
H3: device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
It was reported that the device exhibited repeated primary audible bgnd test alarms and acu watchdog alarms. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.